Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. As received, the belt failed incoming testing. Upon evaluation, the cable connecting the distribution node (dn) and rear therapy electrode (te) was pulled from the dn strain relief, damaging internal wires. The cause of the test failure is the damaged cable and wires. The root cause of the damaged cable and wires is excessive force placed on the cable. The damaged cable and wires did not cause or contribute to the patient's death. The patient experienced an asystole event, which is considered a non-treatable, non-life sustaining rhythm, and ultimately passed away 3 days later not wearing the lifevest. The damage likely occurred during resuscitation efforts, as reported by the patient's wife. No adverse event resulted from the defective electrode belt.

Event description:
During servicing of an electrode belt, which was returned for investigation into a patient's death, a reportable problem was found. The electrode belt had a damaged cable.